Event description:
During device evaluation, the bronchofibervideoscope was found to have dirt on the light guide lens as well as corrosion of the light guide lens. No patients were involved in this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the identified failures could not be established, as the investigation findings did not lead to a clear or definitive conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.